Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events - 1674. Gynecare tvt - 330. Gynecare tvt abbrevo - 11. Gynecare tvt abrevo continence system - 70. Gynecare tvt exact continence system - 147. Gynecare tvt obturator system - 688. Gynecare tvt retropubic system - 352. Gynecare tvt-aa abdominal - 76.

Event description:
It was reported that a patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. Following the procedure, the patient experienced pain and erosion of internal bodily tissue and underwent revisionary procedures. No further information is available.

Manufacturer narrative:
Additional h-6 patient codes: 2597, 3191- recurrence, 3191- urinary problems, 3191- bowel problems. Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
(Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
It was reported by an attorney that the patient experienced pain, erosion, recurrence, urinary problems, bowel problems, organ perforation, bleeding. It was that the patient underwent revision/removal of mesh on (B)(6) 2011 by dr. (B)(6) due to pelvic pain with area of exposed suburethral sling mesh in left lateral regional vault and on (B)(6) 2015 by dr. (B)(6) due to uterovaginal prolapse, recurrent stress urinary incontinence.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016, through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.